Event description:
The battery failed testing in the charger and the tester.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.